Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons take 5-10 seconds for them to respond. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery. The customer has changed the battery many times since the issue started over a year ago and the issue continues. Customer states the buttons are not responding. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.